Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally created a copy of the normal profile settings on (B)(6) 2018, and due to being unaware, the customer accidentally activated the copy of the settings on (B)(6) 2018. The customer requested assistance from tandem technical support in deleting the copy created and switch back to the normal profile settings. Blood glucose level was 119 mg/dl. Tandem technical support assisted the customer on the desired changes to the settings.